Event description:
It was reported that an altitude alarm was declared by the pump. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide this information. The customer was able to resume insulin delivery with the original cartridge after receiving tips from technical support on preventing altitude alarms.